Event description:
The customer reported that the device failed to detect a patient connection through a therapy cable during an event. The customer was dispatched for a cardiac arrest call and found the patient with pulse. The end user attached the electrodes to the patient but it failed to detect the connection. The user trouble shot the electrodes placement and applied a second set of electrodes but the problem persisted. The user was able to monitor the patient through the ECG cable. A back up lifepak 12 defibrillator was available for use but was not needed since the patient did not convert to cardiac arrest. The patient outcome was positive. The paramedic reported that the device use had no adverse effects on the patient since defibrillation was not required. There were no further details on the patient provided.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the quik-combo therapy cable and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed therapy cable determined the cause for the malfunction to be a broken wire.